Manufacturer narrative:
4/13/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed/no return of device for evaluation. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: there is no applicable. Health hazard evaluation history none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information

Event description:
Dealer reports this instrument was broken during general surgery in direct contact with patient, under normal conditions and there are no broken parts inside the patient. No further information available.